Event description:
Customer reported via phone call they experienced high blood glucose level. Current blood glucose level was 408 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that whether the auto mode feature was active at the time of incident. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.